Event description:
It was reported that, after a primary thr surgery performed on the (B)(6) 2021, the patient went for a clinic follow up and complained her operative leg felt short. Following radiographic and physical examination, the surgeon decided to perform a revision surgery and, on the (B)(6) 2022, the oxonium fem hd 12/14 36 mm m/+4 was explanted and replaced with +12 head to increase the leg length. The patient outcome is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Section h10: the device was not returned for evaluation. The pictures provided were reviewed and could not confirm the stated failure mode. The clinical/medical investigation concluded that, per complaint details, a tha revision was performed approximately 5 months post implantation due to the patient¿s complaints that the ¿operative leg felt short¿. Reportedly a head exchange was performed (from +4 to +12). It was communicated that ¿this was not an implant related event ¿ and no further information is available. Without the requested clinically relevant documentation, the root cause of the reported event could not be further assessed and the patient impact beyond the reported leg length discrepancy and subsequent revision could not be determined. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for total hip systems revealed that lengthening or shortening of the femur has been identified in the warnings and precautions section and may lead to a revision surgery. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to surgical technique used or a fit/ sizing issue. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.internal complaint reference number: case-2022-00093214-1